Event description:
A customer reported experiencing a power on/off issue during a procedure. The lcd was not displayed and the standby switch remained blue and could not be shut down. The surgeon tried to reboot the system, but was unsuccessful. The case was completed using an alternate system. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).